Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform displacement test due to cracked/broken off end cap. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cracks on the screen. The customer's blood glucose was 111 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump. The insulin pump was returned for analysis.